Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The device was programmed off and patient current status is do not resuscitate (dnr). The patient was in stable condition at the time of event.